Manufacturer narrative:
Additional manufacturer narrative: at time of this report, no injury information was reported to intervascular. We are in contact with the hospital to inquire about the patient's state of health. (4117) device is not accessible for testing as it remained implanted in the patient. (4111/3233) the investigation involved communication with persons close to the event to have more information, answers are pending. (11) the investigation is still ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
It was reported to intervascular that a hospital implanted an expired polyester bifurcated graft 3 months past its expiration date on a patient. No injury was reported at the time of this report.